Manufacturer narrative:
Additional information: h6, h11. H11: the actual sample was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed blood inside the set effluent circuit. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with two (2) prismaflex st 150 sets, the "effluent was noted to be discolored immediately after therapy began." The sets were replaced twice to continue treatment and the extracorporeal blood was not returned. There was no report of serious injury associated with this event. No additional information is available.